Event description:
It was reported that, "the doctor explanted the tritanium cup, x3 insert, 40mm head and sleeve. The tritanium cup was cemented in pt on (B)(6) 2011. Cup was loose on explanted date of (B)(6) 2011."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.